Manufacturer narrative:
Not applicable.

Event description:
Patient received an appropriate shock during vf. The arrhythmias were converted to a slower rhythm. Post shock sinus bradycardia @ 40 bpm. Thirteen additional shocks were delivered. Double counting contributed to the false detection. The response buttons were not pressed during the event. The patient was admitted to the hospital and is not required to wear the lifevest. The patient reported bleeding after treatment. There is no indication that the patient received medical intervention. Outcome of the injury is unknown.